Event description:
It was reported that following insertion of the iab in the patient's left femoral artery, "pressure transduction" was not possible. As a result of this, the iab was removed and replaced. There were no further complications.